Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, in stent restenosis and a myocardial infarction (mi) occurred. In (B)(6) 2010, the patient presented with chest pain. The patient was diagnosed with stable angina (ccs classification: 1) and non q-wave myocardial infarction (killip classification: I) and cardiac catheterization was recommended. In (B)(6) 2010, a 16 x 3.5mm target lesion located in the right posterior descending artery (r-pda) with 80% stenosis and thrombus was treated with direct stent placement using a 3.50 x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2013, the patient presented to the emergency room with complaints of midsternal chest discomfort. Cardiac enzymes were elevated, consistent with protocol definition of mi. An electrocardiogram revealed sinus tachycardia with short pr and occasional premature ventricular complexes. Right bundle branch block with left anterior hemiblock was also noted. There was no stent thrombosis associated with 100% occlusion in the r-pda. The patient was diagnosed with acute non st elevation myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the subject was taking aspirin only. No further intervention was performed and the patient was referred for medical therapy. The patient planned to undergo outpatient stress test later and if there is a lateral ischemia; circumflex percutaneous coronary intervention would be attempted. Two days later, the event was considered resolved without residual effects and the patient was discharged on aspirin.